Manufacturer narrative:
Data as provided and reviewed. Review of the curves shows normal growth; no abnormalities. The most likely cause for the discrepancy observed is due to sample to sample variability, sensitivity of differing assays, and time between collections. This is a sample-specific issue and the reagent and instrument are performing as expected.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from japan alleged discrepant results for one patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample initially generated a positive result for sars-cov-2 (negative for influenza a&b). A recollected sample was retested on two unknown pcr tests and generated negative results. The initial positive result was reported. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.